Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise. A lead revision was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.